Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003140, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 03-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal #6003140. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6003140 was manufactured according to the work instruction (wi) version 77 and manufactured in the multivac 12 on 13-sep-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The assembly, lot 3j00296 was manufactured according to the work instruction (wi) version 26 and manufactured in the quickset line, on 13-sep-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The assembly, lot 3j00297 was manufactured according to the work instruction (wi) version 26 and manufactured in the quickset line, on 13-sep-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly. Gluing of tubing of the lot 3j00254 was manufactured according to the work instruction (wi) version 39 and manufactured in the gluing machine 4-5-8, on 11-sep-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: work instruction (wi) guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Work instruction (wi) guidance for functional testing for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized due to hyperglycemia event on (B)(6) 2025. Blood glucose level was 530 mg/dl at the time of the event and patient got treated with insulin via intravenous (IV) drip. The duration of hospitalization was greater than 24 hours. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003140, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 03-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6003140. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6003140 was manufactured according to the work instruction(wi) version 77 and manufactured in the multivac 12 on 13-sep-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The assembly, lot 3j00296 was manufactured according to the wi version 26 and manufactured in the quickset line, on 13-sep-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The assembly, lot 3j00297 was manufactured according to the wi version 26 and manufactured in the quickset line, on 13-sep-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly. Gluing of tubing of the lot 3j00254 was manufactured according to the wi version 39 and manufactured in the gluing machine 4-5-8, on 11-sep-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.